Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was taking longer to charge and he was having to thump the ipg with his fingers to get the ipg to function. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced.

Event description:
Follow up information identified therapy was resumed postoperatively. Issue has been resolved.